Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service. Additional information received reported that the patient was brought in to their clinic for evaluation and shock impedance measurements were in normal ranges with patient isometrics. There were no episodes of noise or impedance changes. The hcp planned to continue monitoring the patient. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited an alert due to shock impedance measurements of greater than 200 ohms. Technical services (ts) discussed programming and troubleshooting options with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.